Event description:
Allegedly the cup was pulled along with the head. Biomet zimmer cup went in and out 40 mm head and neck sleeve. (Right). An attempt was made to remove the neck but the attempt was unsuccessful with our extraction.